Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the left ventricular lead exhibited high capture thresholds and high impedances. As a result, a new lead was implanted. The patient was reported to be doing well. The exact event date is unknown at this time.